Manufacturer narrative:
Film evaluation results are: the exact cause and type of endoleak could not be determined from the films provided. The films at implant were not available for review. While it is possible that this was a type iii fabric endoleak, the endoleak observed 2 days post-implant appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. The location of the endoleak was across the single (non-overlapping) proximal main device within the unopposed thoracic ulcer. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. The cause of the stent graft compression observed within the distal device was likely anatomy related; calcified thoracic. No stent graft occlusion, thrombus or other issues were observed. The exact type and cause of the endoleak could not be conclusively determined from the two videos provided. Although a possible type iii fabric endoleak could not be ruled out, it may have been type IV transgraft likely due to heparin used during the procedure or patient condition. Pending review of additional films.

Manufacturer narrative:
Concomitant medical products: (B)(4), v05985263. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic ulcer. It was reported that, two days post index procedure, a CT revealed an unknown endoleak. The endoleak was considered to be a possible type iii fabric endoleak or a possible type IV endoleak. No intervention was reported. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.